Event description:
A customer reported encountering a cgm error 42. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing complete pump reset instructions and walked them through the process, leading to a successful sensor session start.